Event description:
Caller states the patient tested 3.5 inr on the coaguchek xs system and 2.6 inr on a comparison lab. Patient was advised to decrease his warfarin several days prior to the testing, but he did not do it. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Customer reported the system is shutting down it itself, has a noisy fan, and has lights that keep flashing. Problems occurred during a procedure. No pt injury was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.